Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11335. It was reported that the patient experienced a pocket erosion and infection. The pacemaker eroded through the pocket due to the patient picking at the pocket. The pacemaker was explanted, and the right ventricular lead was capped on (B)(6) 2020. The patient was stable.